Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the battery was bulged. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. The power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause has been identified as damage due to an electrostatic discharge (esd) event. This issue may occur if one or both of the cells had an open current interrupt device (cid). An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design fault which caused the inability of the batteries to charge or initialize. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction h6 and h10: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Visual inspection noted the battery was bulged. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. The power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause has been identified as damage due to an electrostatic discharge (esd) event. This issue may occur if one or both of the cells had an open current interrupt device (cid). An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause for the unanticipated loss of device function was identified as being an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic sleeve gastrectomy procedure, while preparing the device, the operating room stuff able to assemble the device (shell, adapter, and reload) and successfully performed the cycle test. However, when the device was presented to the surgeon, the screen had gone blank/black and the device became unresponsive. They tried to reboot the stapler using the 'fire' buttons on both sides but the device still unresponsive. They also tried for second time to disassemble the reload and adapter, keeping the handle in the single-use sterile shell and try the reboot again but nothing happened the device still unresponsive. The procedure was completed using a manual stapler. After the case, they returned the handle to the charger and the charger's green light had gone from flashing to solid green indicating a fully charged battery, but when they lifted the handle out of the charging dock it did not reboot as it usually automatically does in addition the charger light become red. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic sleeve gastrectomy procedure, while preparing the device, the operating room stuff able to assemble the device (shell, adapter, and reload) and successfully performed the cycle test. However, when the device was presented to the surgeon, the screen had gone blank/black and the device became unresponsive. They tried to reboot the stapler using the 'fire' buttons on both sides but the device still unresponsive. They also tried for second time to disassemble the reload and adapter, keeping the handle in the single-use sterile shell and try the reboot again but nothing happened the device still unresponsive. The procedure was completed using a manual stapler. After the case, they returned the handle to the charger and the charger's green light had gone from flashing to solid green indicating a fully charged battery, but when they lifted the handle out of the charging dock it did not reboot as it usually automatically does in addition the charger light become red. There was no patient injury.